Manufacturer narrative:
The reported event was premature battery depletion was confirmed. A probable root cause for this early battery depletion is likely caused by the hybrid metal migration anomaly. However, that root cause cannot be conclusively confirmed until this lp is returned to abbott and its hybrid analyzed directly.

Event description:
It was reported that the patient presented for an in-clinic check for follow up. Upon review, the leadless pacemaker exhibited premature battery depletion. The patient presented for an implant procedure. A new leadless pacemaker was successfully implanted on (B)(6) 2025. The device was then deactivated and remained implanted. There were no patient consequences.